Event description:
The facility's technical support services reported an infusion pump with an 812:02 faiure code. Technical support reports that the pump was returned to their dept from the clinical floor with a report of failure 812:02. It is not known if the device was in use on a pt when the failure occurred. There was no report of pt injury or medical intervention caused by this device.